Event description:
It was reported that the patient experienced ineffective therapy due to bilateral lead migration. Surgical intervention was undertaken on (B)(6) 2026 wherein the leads were repositioned to resolve the issue.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.